Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
On (B)(6) 2018, attune knee revision for pain and progressive stiffness. The femur was well fixed but the tibia popped off. It is difficult to know whether that was the problem or perhaps metal sensitivity. Surgeon indicated that the tibia component was not loose though in follow-up information.

Manufacturer narrative:
(B)(4). No device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.